Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg was unable to communicate following an unrelated surgical procedure wherein the device was not set to surgery mode. A manufacturer representative was able to recover the device vis troubleshooting resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.